Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)]). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of the leadless implantable pulse generator (ipg), the thresholds were high, despite many expansions, the thresholds remained high with pacing failure. During the procedure , premature ventricular contractions (pvc) caused by the leadless ipg delivery system (ds) stimulation led to ventricular fibrillation (vf), requiring external defibrillation. It became evident that vf could occur easily, and given the initial consideration for an implantable cardioverter defibrillator (ICD) and the high thresholds with leadless ipg, the decision was made to switch to a transvenous ICD. The leadless ipg was not implanted. No further patient complications have been reported as a result of this event.